Manufacturer narrative:
Additional information was received that the patient had drainage from the pocket site. The patient was prescribed antibiotics. The patient was reportedly doing well.

Event description:
A report was received that the patient had developed an infection at pocket site. The patient was prescribed antibiotics. The physician believed that the infection was not device related. It was also believed that there were no dictation of an infection, only a delay in wound healing and redness. No further course of action.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at pocket site. The patient was prescribed antibiotics. The physician believed that the infection was not device related. It was also believed that there were no dictation of an infection, only a delay in wound healing and redness. No further course of action.